Event description:
Reporter indicated that the site's dell handheld computer froze following diagnostic testing during surgery. Troubleshooting resolved the reported issue. The handheld and software will not be returned for product analysis.

Manufacturer narrative:
Device malfunction occurred, but did not cause or contribute to a serious injury or death.